Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 146 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the display screen had deep scratches and they were unable to read the display. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window.